Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Country of complaint: portugal. Broken foot plate. Reference cc/MDR # (B)(4)/00043, (B)(4)/00044, (B)(4)/00045, (B)(4)/00046, (B)(4)/00047, (B)(4)/00048.

Manufacturer narrative:
Correction: see section b5 for related med watch reports correction: aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018

Event description:
Multiple medwatch reports being filed that are related/similar to this event, please see: 2916714-2016-00043, 2916714-2016-00044, 2916714-2016-00045, 2916714-2016-00046, 2916714-2016-00047, 2916714-2016-00048.